Event description:
Intravascular catheter sheath in use during arteriography for claudication. After completion of aorta with runoff, catheter sheath noted to be shearing with multiple fragments embolizing distally. After several attempts to remove sheath with snare wire, small arteriotomy was performed and the sheath removed under direct vision after distal occlusion of femoral artery.